Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 151.6 mmol/l. A 2nd sample was drawn "a few hours later" and the technician noted a difference in the result from the 2nd sample and the initial result. The original sample was repeated with a result of 142 mmol/l. This result was believed to be correct and an amended report was issued.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was u33 with an expiration date of 14-jan-2025. The field service engineer (fse) found an issue with the fluidic pathways. The fse cleaned the pathways and replaced various parts. Ise checks and a 21-cup precision were performed with acceptable results. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The service actions resolved the issue.